Event description:
During a ptca/stenting treatment procedure involving a 99% stenotic lesion in the proximal portion of a tortuous lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 8 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown.) The patient was asymptomatic during this event. A guidant balance guidewire (size unknown) and a wiseguide guide catheter (size unknown) were also used in this case, but the size and type of introducer sheath, inflation device and stent used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.